Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the lumber catheter broke. The device was revised due to the valve malfunction and catheter breakage.

Manufacturer narrative:
Upon completion of the investigation it was noted that the proximal connector was missing. It was also noted that the catheter was clean cut at the distal end of the valve. The device was tested and an occlusion was found at the inlet of the ruby ball. Once the ball was popped free and irrigated the flow was normal. The device also failed the programming test. Since the ventricular catheter was missing it was not possible to conduct the pressure test. Biological debris was seen throughout the device, which may have contributed to the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.